Event description:
Light cord touching surgical drape burned through drape but did not cause fire or reach patient. Physician discovered and correction was made. Tegaderm placed over hole in drape, and light cord secured in safe location away from drapes and patient.